Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported after reviewing the x-rays that the distractor arm was disengaged from foot plate slot, this is the main problem in the distraction process. A revised surgery was performed and the surgeon used the same implant on (B)(6) 2014.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a bilateral mandibular distraction procedure was performed, but there are no desired distraction on right side as compared to left side of mandible. (B)(6) 2014, surgeon based results on x-rays that were done on patient on (B)(6) 2014. Patient is ok, but desired results were not accomplished, therefore the patient is still on a tracheostomy tube. Revision surgery for left side mandibular correction is planned. Surgery done on patient, (B)(6) 2014 at (B)(6) hospital in (B)(6), distraction started from (B)(6) 2014 on patient. X-ray taken on (B)(6) 2014 and everything is ok with implants, however, over period of the next 15 days, the left side distraction is getting good bone growth, while right side is not, that¿s in comparison to the left side; whereas both sides are supposed to distract at same length. This report is 1 of 1 for com-(B)(4).